Event description:
It was reported that on (B)(6) 2022, a 5/4 amplatzer piccolo occluder was selected for implant in a 3kg, 2 month old infant with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.8 mm, pda length of 9 mm and diameter at aortic ampulla of 4.5 mm. During the implant procedure, the device was positioned intraductally and upon release, the device embolized into the left pulmonary artery (lpa). A snare was used to move the device in the lpa, however it was difficult to retract the device into the 4 french sheath which was positioned in the main pulmonary artery. The device was released from the snare and the occluder migrated into the right pulmonary artery (rpa). Attempts at snaring the device from the right pulmonary artery were unsuccessful and the decision was made to abort the case and transfer the patient to another faculty for percutaneous device retrieval the following day. The procedure was prolonged but the patient remained hemodynamically stable throughout the procedure. The device was later able to be successfully retrieved via transcatheter snare. The pda also spontaneously closed two days later. The patient was stable and still an inpatient. The physician believed the cause of the event was due to device positioning.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of embolization of the 5/4mm piccolo occluder was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, artmt600061587 version 1.0, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 8mm, and therefore the 12mm patent ductus arteriosus length of the reported event falls outside recommended sizing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could potentially be related to the user not following the recommended sizing chart provided in the IFU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.